Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged. High thresholds and noise were also reported. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.